Manufacturer narrative:
Unit had broken belt clip rail. Unit had blank display due to power connector not plugged in properly into j7 on pcba 1. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify sensor anomaly due to blank display.

Event description:
Customer reported via phone call that his pump died, pump alarmed for him to insert new battery and then the pump died. Pump also has broken belt clip railings. Customer states that he was standing in the garage and next thing I hear is the pump clutter hitting the ground. And the setting got all wonky on me. The pump just slid right off. Customer states the pump has cosmetic damage. The pumps belt clip broke while he was standing customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. However, customers pump has died and customer is very unsatisfied with the product and medtronic, offering a free case would be insulting to customer. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per health care practitioner's instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.